Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient had a driveline infection beginning on (B)(6)2023. The patient received antibiotics, and was hospitalized for further therapy. Surgical debridement of the infection site was done with implementation of vacuum-assisted closure (wound vac). A vac dressing exchange was performed and the wound was then sutured.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The infection had resolved by (B)(6) 2023.